Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the patient was thirsty while the cgm was displaying 8.5 mmol/l. A bg fingerstick was checked and the value was 20.6 mmol/l. The patient's parent treated the patient with insulin and the patient felt fine. At the time of the report, the patient was in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.